Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with complaints of dyspnea and chest pain. Upon interrogation, it was noted that the right ventricular - rv lead exhibited fluctuating impedance, decreased ventricular sensing, and high capture threshold. A computerized tomography scan was performed (B)(6) 2021 and the rv lead was found to have caused perforation. The rv lead was repositioned (B)(6) 2021 and the patient was in stable condition afterwards.